Manufacturer narrative:
Lead model 377860, serial# (B)(4), implanted: (B)(6) 2006, explanted: unknown; lead model 377860, serial # (B)(4), implanted: (B)(6) 2006, explanted: unknown; programmer model 37742, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
It was reported that the patient had recently fallen. It was also reported that while the stimulation was turned on, the patient's legs go numb. The patient was referred to his health care provider. Additional information has been requested, but was not available as of the date of this report.